Event description:
Surgeon guided 12mm reamer over olive guide wire and upon experting pressure while drilling into the calcaneus we heard a crack. On viewing on x-ray we could see that the base on the 12mm reamer had spanned. Surgeon than removed the drill from reamer attachment and proceeded to pull reamer out with wrench and mallet.

Event description:
Surgeon guided 12mm reamer over olive guide wire and upon experting pressure while drilling into the calcaneus we heard a crack. On viewing on x-ray we could see that the base on the 12mm reamer had spanned. Surgeon than removed the drill from reamer attachment and proceeded to pull reamer out with wrench and mallet.

Event description:
Surgeon guided 12mm reamer over olive guide wire and upon exerting pressure while drilling into the calcaneus we heard a crack. On viewing on x-ray we could see that the base on the 12mm reamer had spanned. Surgeon than removed the drill from reamer attachment and proceeded to pull reamer out with wrench and mallet.